Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6)2015. (B)(4).

Event description:
It was reported that during a routine device change out, the physician noticed an insulation breach in the right atrial (ra) lead. After the device was replaced the lead impedance had decrease and was low. The physician elected to leave the lead in use and monitor the lead. No patient complications have been reported as a result of this event.